Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible warnings, it states, "the patient is to be made aware and warned of general surgical risk." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2016-01259 / 01265 / 01267 / 01268). Remains implanted.

Event description:
It was reported by the patient that patient underwent right total knee arthroplasty on (B)(6) 2000. During the procedure, patient experienced a dbt. Subsequently, patient underwent left total knee arthroplasty on (B)(6) 2003. During this procedure, patient experienced a pulmonary embolism. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2016 due to allegations of elevated metal ion levels and poly wear. It was further reported that the tibial bearing was worn, which resulted in the bearing breaking in half. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.